Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv0875 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported, "the patient was admitted to the hospital due to chronic renal failure (uremia) and impaired consciousness. On (B)(6) 2020, the doctor ordered percutaneous selective venous catheterization. He planned to undergo femoral vein catheterization followed by blood purification treatment and bard dialysis. The catheter was 20 cm, and the tip of the guide wire was stuck in the puncture needle during the femoral vein catheterization at 10:30 in the morning. The guide wire was finally pulled out forcibly. During the pulling out, the guide wire became inelastic, so some of the guide wire was cut and puncture treatment was performed. Finally, the catheter was successfully inserted, and the entire operation process has no effect on the patient, delaying the patient's treatment time." Lot#: redv0875.